Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching approximately 300 mg/dl. Reportedly, the customer did not know how to turn their carbohydrate setting on. Tandem technical support guided the customer through turning their carbohydrate setting to "on". Customer delivered a correction bolus to stabilize blood glucose levels.